Manufacturer narrative:
The device evaluation indicated that the lead passed an electrical and mechanical test performed. The visual inspection found that the proximal end of the lead was fractured. X-ray inspection of the lead revealed damage cables corresponding to a shorted contact and a kink in the lead. The root cause of the damage could not be determined. This is the final report.

Event description:
A report was received that a patient's trial ended early due to the leads not stimulating the correct areas after reprogramming. Further analysis of the leads revealed that one of the leads had malfunctioned.